Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically based on information provided to/by the clinical specialist. There is little information available to suggest a potential cause for this event. Therefore, the most likely cause of this event is indeterminable. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a pascal in mitral position where it was reported through implant patient registry that the device was explanted. Additional information was then received from the clinical specialist that confirmed that the patient had an single leaflet device attachment (slda). The team thinks it was 2 days after discharge. The patient started c/o worsening shortness of breath. Echo and tee confirmed the diagnosis with posterior leaflet perforation. The patient had a surgical mitral valve replacement and removal of the device. He did well and was discharged home. The grade of regurgitation prior to the procedure was 4+. After the procedure the grade of regurgitation was mild, but the grade of regurgitation after the slda and the re-intervention was unknown.